Event description:
Status post laparoscopic cholecystectomy, pt returned to o.r. With a single perforation of the anterior wall of a loop of small bowel. Small bowel resection performed. Pt discharged in 2005.